Manufacturer narrative:
Lot number unknown / not provided.

Event description:
Doctor indicated that the iguca2c's screw fractured in the implant. He further stated that he tried to remove the fractured portion without success.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. The screws were fractured at the top of the threaded regions. The drive features are stripped. The accompanying ucla abutment cylinder was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20ncm. The two x-rays provided show a three unit bridge in the surgical site. It was noted that the bottom half of the fractured screw is contained in the base of the implant. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.